Manufacturer narrative:
The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Healthcare professional reported left side redness, mild inflammatory reaction, "symptom the same as infection", "the location which presented redness and heat was the same with implant insertion location". The patient was treated with oral antibiotic for two weeks and condition improved. The device was not explanted.